Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported via a user facility report, a patient underwent uneventful optimize lasik procedure of the right eye. On day one follow up visit there was a small amount of blood observed under the corneal flap, not present at the time of surgery. Reporter indicated the flap was lifted and saline solution was used to rinse.

Manufacturer narrative:
The system history review shows no abnormalities that could have contributed to this event. The review shows that the laser was successfully verified prior to the date of event/treatment. Patient data review informed that in some cases blood is left behind after femtosecond flap-creation. The canal and the side cut might cut a blood vessel in the outer border of the cornea. The reported blood may have migrated shortly after repositioning the flap (within some hours after the flap creation), originating from the canal or the flap border. In this case the canal ends in an area with blood vessels, probably accumulating to the occurrence of bleeding. The root cause could not be identified conclusively, however bleeding during a flap cut is a widely observed phenomenon and not specific to any one femtosecond laser procedure. Therefore we can exclude a technical root cause. (B)(4).